Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, noise was noted on the ventricular lead. The lead was capped and replaced successfully on (B)(6) 2015. The patient was in stable condition post procedure.